Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full-height drawer 4 was not on pyxibus. It was found that the rails were damaged, allowing the drawer to overextend, and the retractor band had snapped and detached from the drawer controller. As a result, the drawer controller was destroyed, which also caused damage to the pyxibus module board. A field service engineer replaced the rails, retractor band, pyxibus module board, and drawer controller board to resolve the issue. The system functioned as intended after the field service engineer completed the repairs.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the auxiliary drawer was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.